Manufacturer narrative:
(B)(6).

Event description:
It was reported that a merlin.net transmission showed the device had multiple automatic mode switches due to far rave oversensing. The device was reprogrammed and remains implanted.